Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up visit in the clinic. Upon interrogation, it was noted that the right atrial lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch. The noise was reproducible. No intervention was performed. There were no patient consequences.